Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting (B)(4).

Event description:
The physician intended to use an evercross balloon catheter during procedure. It is reported that during procedure the balloon did not reach burst pressure but burst at 10 atm. No patient complications were reported. It is reported that the patient is in stable condition. Evaluation summary: the evercross dilatation catheter was received for evaluation without any ancillary devices. The balloon chamber exhibited a longitudinal tear that extended from the proximal cone 4cm. The balloon material tear-line exhibited a focused deformation 2.9cm from the proximal edge of the noted tear.